Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated or confirmed the customer reported complaint "jaws would not close." Failure analysis found the primary failure of severely bent grip tips be related to the customer reported complaint. The clip applier instrument was found with one of the grip bent. The damage was found near the tip of the clip groove, causing a .022" offset at the tips. The clip could be properly loaded on the grips, but is unable to successfully clip on the tubing. Failure analysis found the primary failure of failed grips clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The grips clip test was performed and failed. The instrument was unable to clip successfully on the tubing during in-house testing.

Event description:
It was reported that during a da vinci-assisted umbilical hernia repair surgical procedure, the medium-large clip applier instrument was found to have the jaws would not close. The procedure was completed with no reported injury.